Event description:
It was reported that an ear ulcer syringe component was "defective."

Manufacturer narrative:
It was reported that an ear ulcer syringe component was "defective." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo and physical sample were provided for evaluation. The sample was found to be partially split open along the seam where the two component molds joined, making it unusable. The root cause was determined to likely be an issue related to the component manufacturing process. Due to the reported syringe break, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update made to d2 product information.

Event description:
It was reported than an ear ulcer syringe component was "defective."